Event description:
It was reported that balloon rupture occurred. In the case of below the knee branch occlusion, the anterior tibial artery (ata) was half open, so it was decided to perform pta for the ata. The target lesion was located in the severely calcified left ata. The 6fr non-boston scientific (bsc) sheath, 4fr non-bsc imaging catheter, 135cm non-bsc microcatheter, and non-bsc guidewire were advanced to the lesion, but the devices were not able to cross the lesion. The load was increased on non-bsc device, and it was advanced a little, and it was able to completely cross the lesion. A distal puncture was performed and the guide wire crossed the lesion. An attempt was made to dilate the lesion with 1.5mm non-bsc balloon catheter, but it was not able to cross. A 1.2mmx15mmx141cm fg coyote fc otw (emerge) balloon catheter was advanced for dilatation. The peripheral side of the ata was able to be dilated, but the device ruptured at 18 atmospheres around the mid ata where severe calcification was observed. However, since the dilation was successful, the mid to proximal part of ata was dilated with coyote 2.5 mm to improve blood flow and the procedure was completed. There were no patient complications nor injuries reported and the patient was then discharged as scheduled.